Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the pod was worn on the patient's leg for between 1 and 4 hours. When the pod was removed, the patient noticed the cannula was broken off. A new pod was successfully applied.